Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed. Evaluation and testing of the customer samples was performed and underfill was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode underfill with the incident lot was observed. Based on the investigation, a root cause could not be determined.

Event description:
It was reported with the use of the bd vacutainer® k2 edta there was an issue with low draw. It was stated ¿customer using bd wingset needle to with draw the blood from patient, during with draw the blood, customer found low draw, only half volume. Nurse has to change another tube to with draw the blood. Many tubes with such non-conformance.¿ there was no report of injury or further medical intervention.